Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that no disposable pump won't run occurred. Settings were reviewed, pump turned off and tubing clamped. Cassette was removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette was tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Patient has appointment in one hour and will go to appointment as scheduled. No patient injury was reported.